Manufacturer narrative:
The event of varied injuries is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: varied injuries.

Event description:
Patient reported "this model was recalled due to the increased risk of developing bia-alc, now have health problems, a surgical removal of the implants is necessary." This record is for the right side. Device remains implanted.